Event description:
It was reported that the patient fell over onto the road. The area of his scalp over the implant was swollen. Testing confirmed that the device had malfunctioned. The patient was re-implanted in 2007.

Manufacturer narrative:
The device has been explanted and has been returned where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.